Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was fishing at the beach but he does not recall anything specific. Customer's blood glucose was 233 mg/dl at the time of the call. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he will not send the pump back.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage to the keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.